Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation found cap was sticking causing friction from the pusher causing a burnt mark in cap.

Event description:
It was reported that a midwest e plus 1:5 ca overheated and burned a doctor's thumb; no intervention was required.